Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after reaching an eri (elective replacement indicator) battery status 20.7 months after implant. It was further reported that the physician believes the early depletion was caused by the left ventricular (lv) threshold and output settings being elevated.